Event description:
The patient reported wearing the pod on the abdomen for between 36 and 48 hours before removal due to a site reaction prior to seeking medical attention. The patient described the site as red, hot and inflamed, with white discharge from the cannula insertion point, indicating an infection. Medical attention was sought at a clinic, where the patient was diagnosed with an infection and treated with antibiotics (unknown name of medication). This is the second of the two separate pod site reactions resulting clinic visits and antibiotic treatment. The patient successfully resumed therapy with a new pod and reported no current issues. This is report 2 of 2.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.